Event description:
It was reported that the bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl had foreign matter. The following information was provided by the initial reporter translated from spanish to english: per twitter video, ants can be seen in a sealed bd syringe. What happened to the quality control of becton dickinson s.a de c.v.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photos and video received by our quality team for investigation. Through visual inspection, ants can be seen inside the packaging of the product, therefore the incident is confirmed. A device history review was performed for reported lot 3233186 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Sterilization testing was performed and results were found to be within specification. Additionally, bd products are sterilized with ethylene oxide, which is a process that guarantees the elimination of any biological contamination, so if contamination occurs during the manufacturing and packaging of the product, in the sterilization process any organism present would not have survived. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
Photos and video received by our quality team for investigation. Through visual inspection, ants can be seen inside the packaging of the product, therefore the incident is confirmed. A device history review was performed for reported lot 3233186 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Controls for pest mitigation at the bd plant and distribution center are compliant. Additionally, bd products are sterilized with ethylene oxide, which is a process that guarantees the elimination of any biological contamination, so if contamination occurs during the manufacturing and packaging of the product, in the sterilization process any organism present would not have survived. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
No additional information.